Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a faulty scope socket and a b30 error were noted. In addition, the locking mechanism of the scope socket sticks intermittently. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air/gas was escaping from the output socket on the evis exera iii xenon light source. The event occurred during procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 8 february 2022. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a contact failure that accidentally occurred on the socket. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.